Manufacturer narrative:
Analysis of the catheter found a catheter packaging anomaly caused by customer handling. The catheter was received with staining seen on the outer shipping box. The seal on the outer shipping box was not broken. It was not known how the packaging anomaly occurred. The catheter came from a customer¿s store room.

Event description:
It was reported the box was damaged. It was noted that the event occurred during pre-op and did not involve a patient. It was reported that the product was never implanted. It was noted that the product issue was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.